Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). Additionally, a direct correlation to the reported hematuria and right ventricle failure could not be conclusively determined. The submitted log files contained data from (B)(6) 2019 through (B)(6) 2019 when the driveline was disconnected due to the pump being explanted. The files all captured elevations in pump power and flow. The power and flow elevated up to 11 watts and 12 lpm. The pump speed remained above the low speed limit for the duration of the files and the pump appeared to be functioning as intended. The pump was returned assembled with the driveline (dl) cut approximately 2¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow elbow was returned attached to the pump's outlet port. The sealed outflow graft was returned attached to the outflow elbow. The sealed outflow graft bend relief was returned in two segments; one segment was attached to the outflow elbow. The sealed outflow graft bend relief collar was sutured around the outflow graft nut. Examination of vad-20312 upon disassembly revealed a denatured thrombus formation situated between the rotor blades. The observed laminated nature of this formation and areas of denaturation suggests that the formation likely developed over an undetermined period of time while (B)(4) was supporting the patient. Additionally, the structure of the thrombus indicate that it potentially formed around the inlet bearings and was in that location at some point during operation. Further examination of the pump revealed a tissue-like thrombus formation in the outlet stator. The structure lacked laminated layering, which indicates that this deposition did not initially form in the outlet stator; however, its specific origin could not be conclusively determined. The remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Although a root cause for the development of these thrombus formations could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated ldh. In addition, the observed thrombus could have contributed to the elevation in pump power confirmed through the evaluation of the submitted log files. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. Approximate age of device: 71 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient underwent a pump exchange on (B)(6) 2019 due to suspected pump thrombus. The account also noted that the patient was had right ventricular failure. Bilateral centrimags were placed to support the left and right side of the heart. No further information was provided.